Event description:
Hello, I wanted to ask the FDA to investigate the reliability and validity of a sars-cov-2 ab igg test that I took at (B)(6). I was ill with symptoms of covid-19 from (B)(6) to (B)(6) while living in (B)(6). (B)(6) has been the 2nd hardest-hit state in covid pandemic, and I was so sick that I went to the emergency room. Although this is anecdotal evidence, I know several people who have fallen ill with covid - and who tested positive for covid-19 using the pcr nasal swab - who then tested negative for antibodies using (B)(6) sars-cov-2 igg test. As for me, this is the 2nd time I've tested negative for antibodies using this test, and I've waited at least 3-4 weeks to get tested for the presence of igg antibodies. Please investigate whether this test is producing false negatives; consumers and insurers are paying a lot of money for these tests and they could be producing inaccurate results. Please act as soon as you can to collect more data to determine whether (B)(6) claims about the validity of their tests are true and so that consumers can have access to accurate, high-quality tests. Thank you for your service. (B)(6). FDA safety report ID# (B)(4).